Event description:
Uvc catheter placed by md at 1530. The catheter had d10 with protein and intralipids infusing. At 1700, the rn noticed that the bed was wet and the catheter was leaking from the end of the catheter before the hub. The uvc was pulled out.